Manufacturer narrative:
A subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) which is included in a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity, was implanted. No product performance issues have been reported. As of today, the device remains implanted and in service. No adverse patient effects were reported.